Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
This supplemental report is being filed as the evaluation method codes, evaluation result codes, and evaluation conclusion code have been updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that pacing impedances on the non boston scientific right atrial (ra) lead connected to this implantable cardioverter defibrillator (ICD) were spiking to out of range levels. There was also reportedly oversensing of the respiratory response trend feature signal, resulting in inappropriate atrial tachy response (atr) episodes and pacing inhibition. It was noted that the patient had underlying atrial activity, so the reported pacing inhibition did not result in significant asystole. Boston scientific technical services (ts) provided programming optimization advice to the clinician. No adverse patient effects were reported. This ICD and the non boston scientific ra lead remain in service.